Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device started on it's own.

Manufacturer narrative:
Alleged failure: the serfas probe ignited without any initiation, while no one was holding it or touching. No adverse affect. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Based on evidence obtained through physical examination and after all the tests were performed, no defect and/or manufacturing related condition was observed that could have caused the reported failure. Therefore, defective probe can be ruled out as a possible contributor. The probable root cause/s could be a short circuit which may cause a continuous activation, non-working or intermittent unit due to a communication error between the probe and the associated console used during surgery. An electrical short internal to the ceramic (location unable to be observed during visual inspection, requires milling of ceramic in order to verify). The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported the device stated on it's own.